Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600mg/dl. The customer's mother stated that the hospitalization for diabetic ketoacidosis was due to a bent cannula in the customer's body. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.